Manufacturer narrative:
Method codes: 3331. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3127594 and product code tvts4.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure other relevant patient comorbidities/concomitant medications? Has incontinence changed from pre-surgery condition? Is incontinence worse, better, or same? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there any deficiency or anomaly of the mesh? If yes, please describe it. What is the patient's current status?

Event description:
It was reported that the patient underwent an ob-gyn procedure on (B)(6) 2008 and the mesh was implanted. Since 2016, the patient experienced recurrent stress incontinence and it was confirmed on video urodynamics. The patient has been re-admitted on two occasions for urethral bulking under general anesthesia with good effect. Additional information has been requested.